Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of the cycler and on the external of the cassette after ending their pd treatment. The patient reported that fluid may have leaked from the heater bag line as well. The patient reported receiving an air detected in cassette alarm during fill 1 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated that the fluid leak occurred during an unknown phase of treatment. There were multiple air detected in cassette warnings during fill 1 of 3 of treatment and the treatment was cancelled. After cancelling the treatment, they were shutting down the machine and upon opening the cassette door there was fluid leaking out. The patient stated that the fluid leak must have occurred at some point during the treatment. The patient confirmed that neither the bag or heater bag lines were leaking and confirmed that there were no issues with the bag. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The patient has been continuing their peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of the cycler and on the external of the cassette after ending their pd treatment. The patient reported that fluid may have leaked from the heater bag line as well. The patient reported receiving an air detected in cassette alarm during fill 1 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated that the fluid leak occurred during an unknown phase of treatment. There were multiple air detected in cassette warnings during fill 1 of 3 of treatment and the treatment was cancelled. After cancelling the treatment, they were shutting down the machine and upon opening the cassette door there was fluid leaking out. The patient stated that the fluid leak must have occurred at some point during the treatment. The patient confirmed that neither the bag or heater bag lines were leaking and confirmed that there were no issues with the bag. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The patient has been continuing their peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.